Manufacturer narrative:
(B)(4). The customer reported that the device was not able to acquire 12 lead ECG and 3 lead ECG while being used with a patient. There was no reported adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was not able to acquire 12 lead ECG and 3 lead ECG while being used with a patient. There was no reported adverse patient impact.